Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level. His actual blood glucose level was not reported. He had a diabetic ketoacidosis and experienced high blood glucose levels for a week. The customer was wearing his insulin pump at the time of hospitalization. The label on the bottom of the insulin pump turned brown. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.